Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing an increase in shock impedance values. At this point the values are high, out of range. The pacing thresholds have been stable. Calcification build up was discussed as no sudden jumps in values have been observed. A maximum energy synchronized shock was recommended. The rv lead remains in service at this time. No adverse patient effects were reported.